Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, loss of sensing and dislodgement directly after completion of the implant procedure. The lead was revised and repositioned on the same day. No patient complications have been reported as a result of this event.